Event description:
A report was received on 07/2002 regarding a memorylens which was implanted in the patient's left eye in 1999 and which lens has opacified. The patient has a pre-existing medical history of kidney transplant in 1998 and is on steriods. At last exam in 2002, the patient's visual acuity was 20/25-2 os. The doctor is not planning to explant the lens at this time, but will continue follow up exams.